Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported a fractured screw (iunihg) inside an implant. Implant remains implanted. Tooth location 14.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified fracture confirmed on threaded portion of screw. The hex head is worn and contains debris. DHR review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported device was found. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (screw fracture) or device(s) (iunihg). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. A definitive cause related to the fracture could not be determined; however, it can be associated to torque applied during placement exceeded recommended value.